Manufacturer narrative:
10/22/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation, it was confirmed that the seal holder separated from the housing of the trocar.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.